Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Received a call from the pt who said that his pain stim was never removed. It was still implanted. He said it had an infection.